Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the component disengaged. No visual abnormalities were noted. The hook advanced and retracted without difficulty. The investigation was unable to establish a relationship between the device and the reported incident. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the doctor said when the package was opened the head of this hand instrument was dropped. The current patient condition is stable.